Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that this left ventricular lead displayed high, out of range pace impedance measurements. A lead fracture was suspected. The patient was seen for a lead revision where the lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Analysis revealed all conductor coils are fractured approximately 43.9 centimeters from the terminal pin. The fracture appeared to be at proximal end of the suture sleeve tie-down area. The clinical observations were able to be confirmed.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. Should additional information become available, this report will be updated.